Manufacturer narrative:
D10 concomitant products: unknown cool ti - unknown cool tip elecrtrode, lot# unknown. Literature events: author: xudong xie, phd*; siyuan chen , mbbs*; yawei cui, msc; zhenzhen zhou, bsc; jianhua lu, bsc; zhi du , phd; jie ding, phd; kaidi xing, mbbs; yuesheng zhang, mbbs; yijiang zhou , md; jun li, phd; xiaogang guo , phd title: midterm outcomes of percutaneous intramyocardial septal radiofrequency ablation for hypertrophic cardiomyopathy: a single-cen ter, observational study, xiaogang dr. Guo, j am heart assoc. 2024. Source: doi: 10.1161/jaha.123.034080. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective cohort study investigated the efficacy and safety of percutaneous intramyocardial septal radiofrequency ablation (pimsra) from another independent center for the treatment of hypertrophic obstructive cardiomyopathy. Between april 2020 to june 2023, 76 patients were treated with pimsra using cool tip. The following procedural complications were reported: one patient developed septal branch aneurysm and coronary right ventricular fistula and was treated with coil occlusion. Two patients died during follow-up: 1 due to sepsis 4 months after the procedure and the other from gallbladder cancer 13 months after the procedure.